Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1494 - indication for use.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to a pacemaker implantation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f and the pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.